Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The explanted devices will not be returned to bsn.

Event description:
A report was received that the patient had some swelling at the pocket site which worsened when he stopped using the device. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
UDI= (b)(4.

Event description:
A report was received that the patient had some swelling at the pocket site which worsened when he stopped using the device. The patient will undergo an explant procedure. No device malfunction was suspected.